Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6945-65 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the clinic due to an alarm from the implantable cardioverter defibrillator (ICD). The right ventricular (rv) lead had triggered a lead integrity alert (lia) due to oversensing of noise with non-sustained high rate (ns-hr), non-sustained ventricular tachycardia (ns-vt), ventricular fibrillation (vf), and sensing integrity counter (sic) episodes. The noise on the rv lead was reproducible. The lead was programmed off and remains in the patient. It was further reported that the right atrial (ra) lead had oversensing of noise with atrial tachycardia (at)/atrial fibrillation (af) episodes. The noise on the ra lead was reproducible. The lead was programmed off and remains in the patient. It was further reported that the implantable cardioverter defibrillator (ICD) had a sensing and detection issue. There was oversensing of ns-vt, vf, at/af and sic episodes noted on the device. The device was reprogrammed with detections turned off. The device remains in the patient. The patient is scheduled to have the system replaced, in the meantime, the patient will be remotely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had low impedance and was suspect of a fracture. The lead was removed and a new lead wasm implanted. It was further reported that the ra lead had high thresholds, low impedance, and insulation damage noticed at lead extraction. The lead was removed and a new lead was implanted.